Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial jacket damage was confirmed through the evaluation of submitted pictures of the driveline. A specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. The pump speed remained above the low speed limit for the duration of the log file. The log file recorded transient low flow alarms starting on (B)(6) 2020, when the patient¿s calculated flow decreased below the low flow threshold of 2.5 lpm. According to the account, these alarms occurred during an incision and drainage surgery, and resolved once the cardiac anesthesiologist gave medication to increase blood pressure. The log file captured the flow returning to baseline after these low flow events. The log file appeared to show the pump operating as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are outlined in this document. Additionally, section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. Section 8, ¿equipment storage and care,¿ provides information on driveline care and cleaning under ¿care of the driveline.¿ the user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damage). Heartmate ii patient handbook is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care.¿ if driveline damage is suspected, the user is instructed to call their hospital contact immediately. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the outer sheath of the patient's driveline had fallen off and the driveline was exposed. Technical services (ts) reviewed the log files and reported that there is no evidence of any type of percutaneous lead conductor issue. The tears to the percutaneous lead outer jacket were cosmetic only and ts recommended applying rescue tape to the driveline. Additionally, low flow events were noted on (B)(6) 2020 which appeared to be physiological in nature. It was additionally reported that rescue tape was applied to the patient's driveline and no further damage was reported. The patient was reportedly admitted for a driveline infection. The low flow alarms occurred during the patient's incision and drainage (I&d) surgery in a controlled environment with cardiac anesthesia/cardiac surgical team present. The low flow alarms resolved when the cardiac anesthetist administered medication to increase the patient's blood pressure. The patient is stable and was discharged home with a wound vac and home health to aid in vac changes.